Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 434mg/dl. The customer treated with the insulin pump. The customer stated that the high blood glucose was caused by set issues and declined to troubleshoot for the high readings. The product will not be returned for analysis.